Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the surgeon placed the novostitch pro in position, the lower jaw was extended, both orange and black handle were squeezed as per instructions, both handles were released but the device did not let go of the meniscus to place the second stitch. A second novostitch pro was opened to try again but the same thing happened. The meniscal tear that was between the jaw of the novostitch pro was made larger as the device would "not" easily let it go, which caused some injury to the meniscus. The procedure was completed with a meniscectomy. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). .

Manufacturer narrative:
Internal complaint reference: (B)(4). H11: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the articulation bar for the top jaw fractured. There is biological debris on the device and the lower jaw is intact. A functional evaluation could not be performed due to the condition in which the device was received. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the fracture include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.